Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during the use of a smiths medical cadd medication cassette the pump exhibited a "no disposable attached" alarm. No adverse patient effects were reported.